Event description:
On (B)(6) 2012, the patient's wife reported that patient had been experiencing elevated blood glucose levels for the past 1-2 weeks as high as 535 mg/dl. The patient was treating his elevated blood glucose levels via the infusion device. His normal blood glucose range is 130-160 mg/dl. The patient has been under additional stress lately. He switched to his backup infusion device and follow-up with the patient revealed that his blood glucose levels did go down. The patient's doctor told the patient not to use his infusion device and switched him to insulin injection therapy. They think the infusion device delivers too low an amount of insulin. The doctor provided the patient with a 20.0 unit shot of "selective" insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.